Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument involved with this complaint and completed a device evaluation. Failure analysis confirmed/replicated the reported issue, but found that the reported corrosion was, in fact, thermal damage. Visual inspection found the permanent cautery spatula instrument¿s monopolar yaw pulley to have incurred thermal damage, which measured approximately 0.243¿ x 0.120¿ in size with no material missing. The instrument¿s distal clevis was also found to have incurred thermal damage, which measured approximately 0.088¿ x 0.048¿ in size. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: the instrument¿s monopolar yaw pulley was also found to have its boss feature missing. The missing piece measured approximately 0.069¿ x 0.058¿ in size and was not returned with the instrument. The distal end of the ceramic sleeve was found to have been broken. A piece measuring approximately 0.085¿ x 0.055¿ was not returned with the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on or after the instrument's seventh usage and, therefore, the instrument had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, a permanent cautery spatula instrument was found to have corroded plastic making the instrument unusable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter in an attempt to obtain additional information regarding the reported issue and the instrument's last usage, but no additional information has been received as of the date of this report.